Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used condition. The reported product problem "air in line" alarm was not evidenced in the event history log (ehl). The alarm was reproduced during functional testing however. The product issue occurred because the air detector sensor was defective and inoperable. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The air detector was replaced to address the product fault.

Event description:
It was reported that the cadd solis vip pump exhibited an "air in line" alarm. There was no air present however. No patient injury or complications were reported in relation to this event.